Event description:
Left knee pain, left knee swelling; unable to bend/move left knee; left knee tender/sore to touch; left knee warm/hot to touch; left knee skin felt tight; uncomfortable sensation in the left knee; allergic reaction; loss of pigmentation on left knee/turned white; dark red striations and spots in white area on left knee; left knee turned dark red; left knee oozed; pain in left side of leg and foot. Information was received in 2005 from a physician regarding a patient with a medical history of osteoarthritis and one prior synvisc series in 2004 that was very helpful, who experienced left knee pain, left knee swelling, and loss pigmentation on the left knee. The patient began treatment with synvisc on an unknown date in 2005. The patient received one injection of synvisc into the left knee on an unknown date in 2005. She experienced severe pain and swelling in the left knee a few hours after the injection. She treated the knee with ice and the pain and swelling resolved. Synvisc treatment was discontinued. In 2005, the patient returned to the office after being out of the country for several weeks. She had experienced possible loss of pigmentation on the lateral and medial aspects of the left knee and over the kneecap. The rest of the leg was tanned except for the area around the knee. At the time of this report, the patient had not yet recovered from the loss of pigmentation on the left knee. The physician assessed the relationship of the events to synvisc as unknown. Additional information was received in 2005 from the physician. The patient had a medical history of moderate osteoarthritis for three years with joint narrowing and osteophytes, prior effusion history, irritable bowel syndrome and allergy to sulfadiazine. Previous treatment included nsaids, steroids and viscosupplementation (synvisc, october 2003-"knee felt remarkabley better"). The patient received one injection of synvisc into the left knee in 2005. No effusion was collected prior to the injection. Within two hours of the injection, the knee felt warm, the skin felt tight and the patient experienced an uncomfortable sensation in the knee. Within the next two hours, the knee swelled "to the size of a grapefruit" and the pain was exceptional. The knee was hot to touch and the patient was having a great deal of difficulty and discomfort attempting to move and was unable to bend the knee. The patient kept the leg elevated and iced, took advil and called the physician. The physician advised her to continue and directed her to take three advil and called the physician. The physician advised her to continue and directed her to take three advil every four hours around the clock. At one point the patient applied heat on the knee but quickly realized that that made it worse. The next day after a very sleepless night, the patient called the physician again. She explained that she had been taking the prescribed advil and had continued to ice the knee throughout the night but saw no relief. The physician said if it wasn't better in the morning, he would "attempt to remove the synvisc." The advil "seemed to take the edge off" enough to move around on a limited basis. The patient continued to ice and elevate which helped some. The swelling had subsided somewhat but the pain had not. The physician told the patient that she had developed "an allergic reaction to the synvisc." The next day the patient saw the physician. A bit more of the swelling had gone down. The physician said he would "not be able to remove the synvisc but could give something to counteract." The physician infiltrated 6.00 units (x 10mg) of kenalog and 1% lidocaine into the joint (anesthesia using ethyl chloride 1-2 cc; aspiration not performed). Following the steroid injection, the patient "felt better but still not the relief she had hoped for." The swelling seemed to lessen a little. The patient still could not bend the knee and it was still quite painful. The patient experience "much the same," but was able to sleep a bit. The knee was still very tight but a little less swollen. It was still very painful if moved too fast or the wrong way. 20-june-2005 the knee seamed to be bending a bit. The patient had been "trying to encourage it to bend a bit-sort of stretch out the muscle" while sitting. She was able to go up the stairs "almost normal" but unable to go down the stairs ("I sat down"). The patient did not take any advil. The knee was still somewhat swollen, fairly tender under normal conditions but extremely tender when touched or bumped. The patient left for vacation. The patient "babied her knee" throughout the trip. She avoided carrying anything heavy that caused discomfort. The knee was still extremely sore to touch. The area where synvisc was injected turned white ("I had lost pigment in my knee.") The patient developed some dark red striations in the white area. The patient went to the beach and within half an hour her knee turned dark red, became very painful and oozed at one area. It did not blister-just remained very red and sore for six days, then began to "ease somewhat." The patient kept it covered loosely and applied neosporin on the area. The patient went to the beach again and within 15 minutes the knee turned deep red and hurt. She kept it covered "for 99% of the time but it still reacted." The patient applied "blue" gel which gave her a great deal of relief. There was no sign of blistering or peeling at the knee, but had striations through it. The left side of the patient's leg and foot developed a pain. Five dark red spots developed within the white area ("reminds me of a blood blister"). The knee was sore to touch. Six spots developed within the white area. At this time of this report, the patient had not yet recovered.